Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with og300r - dieter malleus nipper up-cut 75mm. According to the complaint description, the stamps break intraoperatively. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00885 ((B)(4) + og300r).

Manufacturer narrative:
Investigation results: visual investigation: the working ends of both devices are fractured.the footplates of both devices are fractured. The analysis of the fracture patterns illustrates forced fractures due to overload. No pores, inclusions or foreign bodies could be found on the points of ruptures. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) probability of occurrence 2(5)) according to din en iso (B)(6) is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.